Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 10 years and 8 days, due to severe calcification with severe stenosis and mild to moderate insufficiency. The patient presented with acute combined systolic and diastolic heart failure and atrial fibrillation. The explanted valve was replaced 25mm non-edwards aortic root bioprosthesis. Per medical records, tavr was attempted and could not be performed due to patient anatomy and severely calcified aortic valve. A balloon aortic valvuloplasty was performed instead. The following day the patient underwent emergent redo savr. The 3300tfx was explanted and aortic root replacement with a non-edwards freestyle porcine aortic root bioprosthesis and replacement of ascending aorta was performed. The patient discharged on pod #10.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5 h10: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 3300tfx magna valve was explanted after an implant duration of approximately 9 years due to unknown reasons. The explanted valve was replaced with unknown valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.